Event description:
It was reported that the right atrium (ra) lead had a large rise in capture threshold one day post implant. So the physician decided to remove the ra lead and replace it with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.